Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. It was also reported that there were high outputs due to 100% pacing in the atrium. It was reported that when the patient came in for a device change-out, the device did not register eri, even though eri was previously triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.